Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) had shifted causing inability to hold a charge and device warming that resulted to a burning sensation. It was also noted that the patient had to hold the charger puck manually with significant force that also led to bruising. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.